Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the DHR found that the driver passed all the release criteria. The device was released in (B)(6)2016 and is approximately 3 years old. Ez-io driver 9058 (sn (B)(4)) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that the driver lost power during use. They were attempting to access a patient that was in cardiac arrest with the 25mm needle. The light was green, but the driver stopped. They used a backup driver and the same issue occurred. They were unable to gain access.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver lost power during use. They were attempting to access a patient that was in cardiac arrest with the 25mm needle. The light was green, but the driver stopped. They used a backup driver and the same issue occurred. They were unable to gain access.